Event description:
The customer reported that the via phone call that the customer experienced high blood glucose. It was reported that the customer blood glucose was high and low. The customer blood glucose was 52 mg/dl, 53 mg/dl, 55 mg/dl, 63 mg/dl and 114 mg/dl and current blood glucose was 129 mg/dl. The customer was treated with sugar. It was unknown whether the customer was using automode. It was reported that the customer declined troubleshooting. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.